Event description:
Pt will be revised due to fracture of the femoral stem at the neck.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.